Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Date of event - (B)(6) 2012. Expiration date - unknown. Implant date - unknown. Explant date - (B)(6) 2012. Manufacture date - unknown.

Event description:
It was reported by the hospital that a patient underwent a hip replacement on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2012 due to elevated metal ion levels. No further information has been reported.